Event description:
It was reported, the customer was hospitalized for low blood glucose. The customer was found unconscious and her sugar level was low. Troubleshooting was performed and found the programming was correct.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.